Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Episodes of non sustained rv oversensing were seen during follow-up. During lead revision, small insulation malfunction was seen on the lead. The rv lead was explanted and replaced. The patient is in stable condition.